Event description:
As reported, during this neuroendoscopic premamillary ventriculostomy using a fogarty thru-lumen embolectomy catheter, the balloon filled with saline did not fully deflate and retained an approximate residual diameter of 4 mm. The catheter could be withdrawn without damaging the balloon and without harm because it had been introduced through a wide, blunt-lumen working channel. There were no clinical consequences for patient.

Manufacturer narrative:
The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. No product was available for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). As part of the manufacturing process the units go through a balloon winding and full visual inspection and additionally a final inspection.